Event description:
Caller reported she is using the pump with 160% temporary basal rate and her blood glucose levels are still high. She has in the past three days changed the cannula 3 times and also changed the tubing to prevent occlusions. When she takes insulin with her normal insulin pen, blood glucose levels go back down to normal. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.